Event description:
It was reported that on (B)(6) 2012, the patient underwent a rotablator procedure to the proximal 90% stenosed left anterior descending (lad) artery and a 3.5 x 23 mm promus stent was deployed. Additionally, a 3.0 x 23 promus stent was placed in the mid lad and a 2.5 x 12 mm promus stent was used to treat an 80% stenosed distal right coronary artery (rca) lesion. There was no reported adverse patient effect. Two days later, on (B)(6) 2012, the patient presented to a different hospital with complaints of chest pain and was treated for stent thrombosis of the lad and rca. A non-abbott stent was deployed in the proximal lad and a 2.5 x 18 mm promus stent was placed proximal to the first stent in the rca. Reportedly, as of (B)(6) 2012 the patient remained hospitalized. Additionally, a procedure cd cine was received and reviewed by an abbott clinical which noted the lad is significantly calcified. A balloon inflation takes place in the mid-lad. There is a slight waist in the proximal section of the balloon. Another inflation is performed in the proximal lad. Again, the balloon does not appear fully expanded. There appears to be a dissection in the proximal area though this may be in question as there is vessel overlap. A stent is positioned and deployed over the mid vessel lesion. A stent is then deployed in the proximal vessel adjacent to the proximal edge of the distal stent. Post-dilatations are performed in the mid-vessel and proximal vessel.

Manufacturer narrative:
(B)(4). Pre-dilatation is performed over a lesion in the distal rca just proximal to the bifurcation of the pl and pda. A stent is deployed over this area and post-dilatation is performed. Unfortunately, the images do not provide information as to the reason for thrombosis as described. Though requested, no additional information was provided. Concomitant medical products: stent: promus 3.0 x 23 mm and promus 2.5 x 12 mm promus. The two additional promus stents (3.0 x 23 mm and 2.5 x 12 mm) mentioned are being filed under separate manufacturer report numbers. The stent remains in the anatomy. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiency. The reported patient effects of angina, thrombosis, are listed in the promus instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.